Event description:
It was reported that the asymptomatic patient presented for a routine pulse generator change out procedure. Prior to the procedure, the clinic staff stated that the right atrial lead had a history of noise. During the change out procedure, the physician noted that the lead insulation was cut and elected to repair it with medical adhesive. The lead was connected to the new pulse generator and all electrical values were tested and found to be within normal values.

Manufacturer narrative:
(B)(4).